Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited apparent, intermittent far field r-wave (ffrw) oversensing on electrogram (egm) of atrial tachycardia/atrial fibrillation (at/af) episodes. It was also reported that the right ventricular (rv) lead exhibited high threshold. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.